Event description:
It was reported that the modular cable was torn and the layer underneath was starting to fray. Log files were submitted for review prior to modular cable exchange. Log file review did not find any unusual events. There were no alarms associated with the damage and no pictures were available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the modular cable was not confirmed. The submitted controller event log file contained approximately 5 days of data (21apr2023 ¿ 26apr2023 per the timestamp). The log file data did not indicate any issues with the equipment. There were no notable alarms observed. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable, lot number 7383518, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 21jun2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.